Event description:
A report was received on 10 apr 2024 from a 58-year-old female patient with a medical history including hypertension and end stage renal disease, who stated blood leaked during hemodialysis treatment on an unspecified date. Additional information was received on 15 apr 2024 from the home therapy nurse (htn) who stated the patient did not experience any symptoms or require medical intervention. Following the event the patient continues to treat using the nxstage system.

Manufacturer narrative:
No product was received for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician''s prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.